Event description:
A report was received that the patient was experiencing burning pain and discomfort at the ipg site and was having an increased frequency of charging. It was believed that the pocket seemed to have migrated caudal. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the ipg will be replaced per physician¿s preference.

Event description:
A report was received that the patient was experiencing burning pain and discomfort at the ipg site and was having an increased frequency of charging. It was believed that the pocket seemed to have migrated caudal. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event : (B)(6) 2014.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning pain and discomfort at the ipg site and was having an increased frequency of charging. It was believed that the pocket seemed to have migrated caudal. The patient will undergo a revision procedure.